Manufacturer narrative:
(B)(4). Batch # p93l70. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ was the device on a vessel/artery when it would not open? ¿ if yes, how was the device removed? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the vessel/artery? ¿ if yes, what is the damage and how was the damage repaired? ¿ did the surgeon continue the case with this same device?

Event description:
It was reported that during an unknown procedure, pulled out of "filschie" clip and it got caught. Blade won't retract got caught won't go back in. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93h89. The device was received with the electrode and ceramic detached from the active rod and lower jaw and returned with the device. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. It is possible that once the electrode got separated from the lower jaw this could have caused the reported opening and closing issues. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.